Event description:
The complainant reported that in 2006, a vaxcel chest port catheter had detached inside a patient (age/gender unknown). The port was surgically removed without complications (unknown if a new port and catheter was implanted). Additional details from the complainant regarding the port was not available. There was no indication from the complainant of any additional adverse effects to the patient as a result of the reported malfunction.

Manufacturer narrative:
This device is currently being evaluated by the manufacturer. Following completion of the engineering evaluation, should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.